Manufacturer narrative:
The reported event of explant due to ineffective therapy was confirmed. Microscopic inspection of the returned lead identified multiple broken wires in the lead body that would cause high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Event description:
Related manufacturer reference number: 1627487-2024-00630. It was reported that the patient stopped using the scs system since december 2022 due to experiencing ineffective therapy. As such, the patient stopped charging their ipg, rendering the ipg inoperable. In turn, the scs system was explanted on (B)(6) 2024 to address the issue.

Manufacturer narrative:
Date of event is estimated.